Event description:
Customer's family member called to report the pump's reservoir door opened on it's own causing the reservoir to move and delivering some insulin into customer. It was also believed that the low blood glucose was caused by this condition. Customer treated low blood glucose with manual injections.